Event description:
It was reported that during a surgical procedure conducted at the user facility, the system showed inaccurate values up to 1 cm off, superiorly and inferiorly. The reported advised that no adverse consequences or procedural delays were associated with the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the system showed inaccurate values up to 1 cm off, superiorly and inferiorly. The reported advised that no adverse consequences or procedural delays were associated with the event.

Manufacturer narrative:
The reported event of accuracy issues was confirmed by a stryker employee who was attending the case. Based on the information provided in the communication log, he was able to identify the patient moving relative to the patient tracker as the most likely cause to have contributed to the event. A review of the patient folder shows the imaging protocol was not followed as the images show indentations around the ear area indicating that an ear muff was used during the scan. This causes the surface of the patient¿s face to differ from the surface during the procedure and may lead to navigation accuracy issues. The imaging protocol informs the user that ear muffs must not be used and recommends the use of ear plugs instead.

Event description:
It was reported that during a surgical procedure conducted at the user facility the system showed inaccurate values up to 1 cm off, superiorly and inferiorly. The reported advised that no adverse consequences or procedural delays were associated with the event.